Manufacturer narrative:
The lot number for one of the two malfunctions was provided and a lot history review was performed. The devices have not been returned for evaluation. However, medical records were provided for both malfunctions. One investigation confirmed perforation and tilt. The other investigation remains inconclusive for perforation and tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year-old male and the other patient was a female of an unknown age; weights were not provided.